Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and the staff was performing a purge cassette change and the staff was stuck on 'connect purge disc'. Staff tried multiple times to reconnect the purge disc without success. The aic (automated impella controller) was replaced however, the purge disc was not detected. A new purge cassette and tubing was used and inserted without issue. All alarms resolved. Reportable due to purge issues that resulted in the replacement of the aic.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off/was missing on the console. The root cause of this issue was a missing/broken purge flag.